Manufacturer narrative:
B3: the exact event date is unknown. Product analysis summary: a mechanical issue and fluid leak were reported. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified in the balloon shell. The damage is consistent with scaling and material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump was not functionally tested because there of the identified malfunction in the balloon component. Product analysis confirmed the mechanical issue, and fluid leak. A malfunction was identified in the balloon component. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported event. DHR review / similar complaint review: the lot information was not provided for the returned components so a DHR review could not be performed. Based on the product analysis, this event is also not believed to be a manufacturing issue, so no DHR review is necessary. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to patient dissatisfaction and fluid loss. No patient complications were reported in relation to this event.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to patient dissatisfaction and fluid loss. No patient complications were reported in relation to this event.